Event description:
The patient reportedly rolled between the head and foot side rails, becoming entrapped at the foot rail in a prone position. At the time, the foot rail was in the highest position, the head rail in the middle position, and the bed exit alarm was not activated. The patient coded, though the direct cause (fall or other medical condition) remains undetermined.